Event description:
It was reported that the rotapro burr detached and the patient was sent to surgery. The 90% stenosed target lesion was located in a severely calcified right coronary artery (rca) that had a 45 degree angle. A rotapro 1.50mm burr was selected in the for use in the atherectomy procedure. The rotational speed was 175 rpm as it was burring through the calcified lesion. The rotapro 1.50mm burr advanced in the 45 degree angle lesion and past the curve. The guide catheter advanced forward. The rpm did not decrease and the burr detached off the rotapro advancer. The detached burr was stuck in the proximal middle rca. The burr was still on the rotawire. The physician inflated a balloon catheter next to the burr and then was able to successfully snare the detached burr from the patient. The patient condition was okay and was sent to open heart surgery to complete the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of the rotapro atherectomy system. The burr was not returned. Visual and microscope inspection revealed that the burr had detached from the coil, and the coil was stretched. Functional testing was performed by connecting the rotapro advancer to the rotapro console control system. When the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotapro burr detached and the patient was sent to surgery. The 90% stenosed target lesion was located in a severely calcified right coronary artery (rca) that had a 45 degree angle. A rotapro 1.50mm burr was selected in the for use in the atherectomy procedure. The rotational speed was 175 rpm as it was burring through the calcified lesion. The rotapro 1.50mm burr advanced in the 45 degree angle lesion and past the curve. The guide catheter advanced forward. The rpm did not decrease and the burr detached off the rotapro advancer. The detached burr was stuck in the proximal middle rca. The burr was still on the rotawire. The physician inflated a balloon catheter next to the burr and then was able to successfully snare the detached burr from the patient. The patient condition was okay and was sent to open heart surgery to complete the procedure.